Manufacturer narrative:
Correction in b5: patient status has been updated. Additional codes: imf has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no patient involved.

Event description:
It was reported that device returned with no customer comments. There was no known patient impact. Service and repair found that blade was stuck and not intact with the handpiece.

Manufacturer narrative:
Product analysis visually, the handpiece collet was lodged onto the inner hub when returned. For further analysis, portions of the outer tube were cut to dislodge and observe the inner hub and there was deformation on the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.357 inches in the deformed area which was out of specification. There were traces of wear on the inner hub bushing. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.